Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the wearable was inserted, the sensor wire was stuck in the patient´s skin. The patient called the family doctor and was advised to get to emergency room. At the hospital the doctor performed an x-ray and ultrasound. The doctor confirmed that the wire was located in the patient´s skin. The surgeon did incisions and found the top of the wire but they could not remove it. The surgeon did not wanted to continue because of the risk of more damage to the patient's body. The sensor wire was not removed. The patient was treated with a pain relief injection. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.